Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The tip breaking condition was not confirmed since the unit was not returned for evaluation. Probable root causes for the reported condition can be associated, but are not limited to: non conforming component. According to the device history record review, the lot was manufactured according to specifications. Based on the fact that no nonconformance reports related to non-conforming component or similar complaints have being identified for the reported lot number that could be related to the reported condition, it can be ruled out as a possible root cause. Poor assembly process. The activation history could not be retrieved since the unit was not returned for evaluation. A possible workmanship (assembly) related condition is a less likely possible contributor based on the line controls and previous complaint history. No previous similar ceramic tip breaking cases have been reported for this part number. Misuse. The probe is delivered inside a blister in which the unit is snapped in place, and the blister is placed inside a box, which provides protection to the tip of the probe. In the event that the probe is delivered to the customer with a damaged tip, then the unit must be discarded before use. It is possible that the unit was used as a tool for the mechanical displacement of tissue or bone, or use the probe as a prying or scrubbing tool, or that excessive force was used when inserting or removing the probe into an obstructed passageway, exceeding the part strength per design, as this may result in damage to the tip of the probe. The product was not returned for investigation, therefore the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the tip of the unit broke off into the patient.

Event description:
It was reported that the tip of the unit broke off into the patient.